Manufacturer narrative:
H.6. Investigation: customer returned (3) loose 1/2cc, 12.7mm syringes. Customer states that the scale is misaligned. All returned syringes were tested using the plug gauge and 2 out of 3 samples exhibited scale markings that fell out of specifications. A review of the device history record was completed for batch #9014679. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200802913, 200803914] noted that did not pertain to the complaint. There was one (1) notification [200804767] noted for damaged barrel. There were two (2) notifications [200802914, 200799333] noted for missing zero lines. There was one (1) notification [200799413] noted for damaged tips. There was one (1) notification [200801630] noted for missing print. Once received, the samples were numbered 1, 2 and 3. The syringes were tested per (B)(4) using plug gauge 10301. The 5 unit line fell within the recessed area of the gauge on sample #1 but did not on samples #2 and #3. Per (B)(4), if accuracy of scale location is questionable, volumetric testing is to be performed. The syringes had volumetric testing performed per (B)(4). Volumes are measured at the 20 and 50 scale lines. Per the chart in section 6.5 of (B)(4), the spec range at the 20 is 0.1881-0.2110g, and the spec range at the 50 is 0.4739-0.5238g. These specifications are in alignment with iso 8537. All three syringes passed volumetric testing using scale 13716, and are within volumetric specification. The volumes on sample #1 were 0.1917g at the 20 unit, and 0.4796g at the 50 unit. The volumes on sample #2 were 0.2021g at the 20 unit, and 0.4936g at the 50 unit. The volumes on sample #3 were 0.2016g at the 20 unit, and 0.4891g at the 50 unit. The volumetric results ensure that dosing is accurate." H3 other text: see h.10.

Event description:
It was reported that the syringe 0.5ml 29ga 1/2in 7bag 420cas jp experienced scale marking issues which was noted prior to use. The following information was provided by the initial reporter: scale misaligned.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.5ml 29ga 1/2 in 7bag 420cas jp experienced scale marking issues which was noted prior to use. The following information was provided by the initial reporter: scale misaligned.